Event description:
It was reported that the bd alaris smartsite needle-free valve had flow issues. The following information was provided by the initial reporter: blood also returns through the smartsite needle-free connector after disconnecting the infusion set or after disconnecting the syringe after flushing. Additional information received from the customer: the smartsite compoment is not a back check valve, therefore, under certain situations backflow can occur. Please confirm why the customer believes the smartsite is at fault for the backflow (blood return) that they observed = after disengaging the syringe after priming the cannula and the smartsite, blood returns through the connector please confirm if any leakage was observed? Yes. If yes, please confirm if the smartsite was accessed with a needle, no.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.